Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a procedure utilizing a retrograde femoral nail, the connecting bolt became disengaged from the nail during implantation prolonging the procedure and patients exposure to anesthesia. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. No product was returned; visual and dimensional evaluations could not be performed and the reported event could not be confirmed. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information.